Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted. Patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead was returned in two pieces for analysis. An external insulation abrasion was found at 40.6 to 41.1 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the exposure of the outer coil which is consistent with friction to the device can.